Event description:
Side rail latch not latched completely. Pt was getting bathed by tech. Pt was holding onto side rail when rail opened and pt rolled off the edge of the bed and caught themselves on chair and side of bed. Pt did not fall to floor. Pt "I have a black eye, you guys need to check it out".